Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(6). This report is number 2 of 2 mdrs filed for the same patient (reference 3002806535-2016-00782 / 00783).

Event description:
Patient underwent a left hip revision procedure approximately nine years post-implantation due to adverse reaction to metal debris (armd), osteolysis, and pain. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Visual examination of the acetabular cup revealed third body wear. A conclusive root cause of the event could not be determined with the provided information.